Event description:
As reported to coloplast though not verified, an altis ling was implanted on (B)(6) 2013. Pt was asymptomatic but a slight extrusion of the mesh was detected in vaginal canal. Revision and explanation was performed on (B)(6) 2013.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.